Event description:
It was reported that patient had been on therapy, and all was fine yesterday when nurse was on shift on the arctic sun device. Today device had been alerting low flow and fluid delivery line open. Size xxs pads in place. The water flow rate was 0.2 l/m. Notes pads were leaking a bit at one of the connectors. Mis had nurse to stop therapy, drain and disconnect over the trash could in case leaking continues. Nurse reconnected holding nowhere near clear connectors. All lines straight with no bends or kinks. Nurse restarted therapy and could not get flow rate to generate. The system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 14.6c, chiller temperature (t4) was 5.4c, water flow rate was 0, inlet pressure was -1.7psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir level showed 5, system hours were 236 and pump hours were 160.1. Mis advised to swap out for new set of pads. The device was new and with leaking from connectors, too the pads might potentially have been damaged.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had been on therapy, and all was fine yesterday when nurse was on shift on the arctic sun device. Today device had been alerting low flow and fluid delivery line open. Size xxs pads in place. The water flow rate was 0.2 l/m. Notes pads were leaking a bit at one of the connectors. Mis had nurse to stop therapy, drain and disconnect over the trash could in case leaking continues. Nurse reconnected holding nowhere near clear connectors. All lines straight with no bends or kinks. Nurse restarted therapy and could not get flow rate to generate. The system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 14.6c, chiller temperature (t4) was 5.4c, water flow rate was 0, inlet pressure was -1.7psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir level showed 5, system hours were 236 and pump hours were 160.1. Mis advised to swap out for new set of pads. The device was new and with leaking from connectors, too the pads might potentially have been damaged.